Event description:
The customer reported that the surgeon was unable to pull the cutting trigger and could not cut the patient's tissue. A part of the blue jaw dislodged and fell into patient cavity. The material was removed from the patient and there was no injury.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.